Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.3 cloud - smartphone hardware iphone15.4 cloud - cgm sensor type g6.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod less than an hour. The patient reported insulin leaking while wearing the pod. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). When removed from the infusion site, the pod's cannula was found bent. As treatment, the patient applied a new pod.